Event description:
During an attempt to place the stent in a coronary artery the stent deployed from the catheter. Efforts to retrieve the stent were unsuccessful and the stent entered into the peripheral circulation and lodged in the ulnar artery.